Event description:
Philips received a complaint by the customer on the v60 indicating that the device is alarming low leak co2 rebreathing risk. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the device is getting patient circuit excluded, low title volume alarm, low inspiratory alarm, low leak co2 rebreathing risk alarm, and bacteria filter must be installed onto gas outlet. The rse suggested to perform the pvt. The customer did, and it failed the flow accuracy test on air and o2. The rse recommended replacing the flow sensor assy. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.